Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump tested with no beeping anomaly. Pump received with cracked battery tube thread, broken belt clip slot, and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after information was entered into the pump. Customer removed and reinstalled the battery but the beeping alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was 98 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.